Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
Additional information received about a month later reported that the replacement was completed and the patient was doing well.

Event description:
It was reported the patient was having trouble with their whole system, the implantable neurostimulator (ins), implantable neurostimulator recharger (insr) and patient programmer. The patient stated that ¿sometimes it would work and sometimes it wouldn¿t¿. It was reported the troubles began a couple months prior to report. It was noted the patient would put the implantable neurostimulator recharger (insr) ¿on all day¿ and a day and a half later, the ins was dead. It was noted they would put new batteries in the patient programmer and it would work for a while. It was reported the patient had not charged their ins in 2-4 months and that their back has been bothering them. It was noted the patient¿s back has always bothered them and that¿s why the received the implant and it is getting worse, especially up by their neck. It was reported an over-discharge was suspected and that the patient was unable to charge their device. It was initially reported the problem began 2-4 months prior to report but the patient now reports the issue began 8-9 months prior to report. It was noted that the device began ¿acting up¿ one year prior to report. It was noted the stimulator went dead and they could not get it to charge. It was noted the patient did not have a health care provider (hcp) at the time so they got frustrated and ¿gave up¿. It was noted when the patient was able to charge, it would only last a half of a day. It was further reported 7-8 months prior to report, the stimulation stopped and since then their back has been killing them. Lastly, it was reported the patient had lost their patient programmer and was being sent a new one. The patient has had three surgeries on their back since being implanted but it was noted they were not related to their device. It was later reported on (B)(6) 2014 that a nurse from a spine surgeon¿s office called and reported that the patient called and reported he needed a new battery (worn out). The caller did not know if the patient had seen a managing healthcare professional (hcp). It was noted that all the caller knew was ¿if that doctor stated it was worn out.¿ there was no other information available. It was later reported by the patient that they were not happy. The patient stated that they had the device implanted in 2006. The patient wrote that he ¿never heard from anyone.¿ the patient stated seven months ago when they started to have problems they called the hospital where the device was implanted but the doctor was no longer there. The patient also stated that the manufacturer representative left one year after they received the implant. The patient noted that ¿they did not know what to tell [the patient].¿ then, the patient noted his wife was able to get a hold of a different manufacturer representative. The patient noted that they saw this manufacturer representative one time and was also going to the doctor ¿for the first time¿ (B)(6). The patient wrote ¿I do not know what can be done. I did hear that someone was to be checking it. But guess what? They were not.¿ the patient had an appointment scheduled for (B)(6) 2014. It was later reported by the manufacturer representative that a replacement was scheduled for (B)(6) 2014. There was nothing else to report as of (B)(6) 2014. Additional information was requested but was not available at the date of this report.